Manufacturer narrative:
The reported complaint was confirmed. During laboratory evaluation, the product surveillance technician (pst) observed the roller pump display assembly missing graphics. He attached pump to lab use only (luo) power supply/network interface card (nic), powered on and observed the roller pump display assembly missing graphics. He removed display assembly, attached to lab use only pump pod test fixture and powered on and observed display missing graphics. The pst performed q-210 measurement of display board. No short circuits found between transistor junctions of q210 transistor. He attached customer display board to luo pump pod test fixture and powered on and observed customer display board to function properly. He attached customer display board to luo pump pod test fixture and powered on, observed customer display board to function properly. He attached customer graphics driver board to luo pump pod test fixture and powered on. He observed customer graphics driver board not generating characters determining customer graphics driver board is defective. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. Per additional information received from the ccp the roller pump was able to run without the display. Upon powering up the roller pump the display was never visible.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump display was lit but did not display values such as pump speed. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.